Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 8:00 a.m., a sample from this patient was tested using his meter, resulting with a value of 6.9 inr. 20 minutes later, a sample from the patient was tested using the doctor's coaguchek xs meter (unknown serial number), resulting with a value of 4.8 inr. The result from the doctor's meter was believed to be correct. At 7:50 a.m. On (B)(6) 2019, a sample from the patient was tested using his meter, resulting with a value of 5.3 inr. 20 minutes later, a sample from the patient was tested using the doctor's coaguchek xs meter (unknown serial number), resulting with a value of 3.6 inr. The result from the doctor's meter was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the complained meter results. The patient currently feels ok. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The patient was not anemic and did not have antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient started taking a new medication prior to (B)(6) 2019 for his blistering condition. The patient had no change in diet, no illnesses, and no bleeding or bruising. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0 %. No information was provided that would point to a cause for the result discrepancy.